Event description:
The lead was intended for trial pt implant. However, during intraoperative testing, high impedance measurements were observed. Efforts to resolve this matter with the use of multiple trial cables and trial stimulators proved unsuccessful. The physician used another lead to successfully complete the case. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.